Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure in a patient, the subject guidewire got caught in the balloon mounted stent when the physician tried to pull the guidewire through stent and the subject guidewire sheared off. The broken fragment of the subject guidewire was removed cautiously from the patient vasculature. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an endovascular procedure in a patient, the subject guidewire got caught in the balloon mounted stent when the physician tried to pull the guidewire through stent and the subject guidewire sheared off. The broken fragment of the subject guidewire was removed cautiously from the patient vasculature. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject guidewire got caught in the balloon mounted stent when the physician tried to withdraw the wire. Details of the balloon mounted stent used in the procedure were not available. The broken wire was removed and the case was successfully completed without any patient impact. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.